Manufacturer narrative:
The field service engineer (fse) contacted customer via telephone and was advised that instrument was up and running. Per fse he was told that one of the technicians changed the tubing through pv14. He stated that the technician ran startup and controls with no more leaking. (B)(4).

Event description:
The customer reported that fluid leaked from the coulter lh 500 hematology analyzer in the pinch valve (pv14) area on the right hand side of the analyzer while troubleshooting aspiration errors. The leak was contained within the analyzer. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.